Event description:
It was reported that a user experienced a pairing failure with a libre 3+ sensor that briefly resolved after a rescan, followed by a sensor error; the event is consistent with intermittent communication failure associated with the sensor¿s antenna within the electrical and magnetic subsystem, and readings were restored before the subsequent error. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with involvement of the antenna component within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.